Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA: 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 5 similar complaints with the same failure mode for this serial number. Case: (B)(4) ¿ (12-east-2) shrink station database. Case: (B)(4) ¿ master case phone - medstation es- shrink database manually due to purge issue -- (8w2). Case: (B)(4) ¿ master case phone - medstation es- shrink database manually due to purge issue -- (8w2) 2nd time. Case: (B)(4) ¿ asc oktul 8w2: manual reindex (cannot remotely connect to idn s stations). Case: (B)(4) ¿ 12e2 - fatal error when dispensing. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fatal error occurred when removing medication, causing users to get logged out. A technical support specialist ran each re-index data base script and shrink data base script on the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system had a fatal error when removing medication, causing users to get logged out. There were no adverse events or injuries reported based on this incident.